Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure within the stomach performed on (B)(6) 2013. According to the complainant, after advancing the resolution clip device to the target tissue, the clip assembly failed to close or lock onto the tissue. Reportedly, the nurse explained that the "clip would not engage onto the tissue." Additionally, after this occurred, attempts to deploy the clip assembly were made, but were unsuccessful. It is not currently known if this reflects a scenario in which the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure within the stomach performed on (B)(6) 2013. According to the complainant, after advancing the resolution clip device to the target tissue, the clip assembly failed to close or lock onto the tissue. Reportedly, the nurse explained that the "clip would not engage onto the tissue." Additionally, after this occurred, attempts to deploy the clip assembly were made, but were unsuccessful. It is not currently known if this reflects a scenario in which the clip failed to release from the delivery catheter. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.